Event description:
The customer reported that during testing, they discovered that the device was delivering less energy than selected. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that during testing, they discovered that the device was delivering less energy than selected. There was no pt involvement. The device was evaluated at philips. The symptom was confirmed. The cause of the issue was traced to the optical switch assembly. The optical switch assembly was replaced to resolve the issue. The device passed all testing and was shipped back to the customer. No further communication was requested and none is warranted.